Event description:
Additional information received reported that the patient did not have concerns with the device or therapy.

Manufacturer narrative:
Concomitant products: product ID 7435, serial# (B)(4), product type programmer, patient; product ID 7 495-51, serial# (B)(4), implanted: (B)(6) 1991, product type extension; product ID 3487a, lot# l20033, implanted: (B)(6) 1991, product type lead. (B)(4).

Event description:
Additional information reported the patient was sore.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was turning on "without reason." It was stated that when stimulation was turned off, the patient still felt stimulation. It was also stated that the patient used to fell stimulation in one leg and into the hip, but now felt stimulation in both legs. The reporter did not know if any falls or trauma were associated with the event. The reporter was to call the patient back. It was suggested to have the patient verify the light status and to check the implantable neurostimulator (ins) with the clinician programmer to verify the ins was off. The reporter had another patient programmer and would bring that to the appointment tomorrow is case the patient¿s programmer was not working. It was confirmed that the ins did not have a read switch, so electromagnetic interference could not turn the device on. Additional information had been requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
(B)(4).